Event description:
It was reported that the patient had anemia of an unknown origin. The patient was admitted from (B)(6) 2019 to (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported anemia could not be conclusively determined during this investigation. A cause for the anemia could also not be determined. The patient ultimately underwent a pump exchange to a new heartmate ii left ventricular assist system (lvas) device on (B)(6) 2021 (MFR # 2916596-2021-00597). The device was not returned for evaluation. The heartmate ii lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the hmii lvas. This document also provides details regarding the recommended anticoagulation therapy and international normalized ratio range. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.